Manufacturer narrative:
The customer¿s report of a backflow of blood when the tubing port ¿collapsed¿ was confirmed. The set was visually inspected; in one portion of the septum of the distal y-site split septum injection port, a roughly triangular gap was observed in between the septum and the rim of the component body. The gap spanned approximately 4mm along the perimeter of the rim. Since it was partially dislodged from the component body, it appears as if the septum was pushed in/downward and collapsed into the component body. Further inspection under magnification revealed some small scratch/nick marks on the inside rim of the septum port on the side where the gap was located. The septum was carefully removed from the component body. After removal, the septum returned to its normal cylindrical shape. Visual inspection under magnification showed a puncture in the middle of the septum and also one off-center, towards the edge of the septum, which represented the apex of the triangular gap. Functional testing was not performed due to the obvious damage to the septum, but it is reasonable to conclude that backflow would have resulted due to the gap. The root cause of the damage was not identified. The mating component used to access the split septum port was not received..

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while giving medications in preparation for a rapid sequence intubation, the tubing port "collapsed" and blood flowed back from the patient. There was no patient harm reported.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Per medwatch received "patient was being sedated for intubation and when extension tubing port was pierced for rapid sequence sedation, port collapsed and blood flowed back from patient into tubing."